Manufacturer narrative:
This supplemental is being submitted to inform that the serial number provided in the most recent supplemental (supplemental #2) is incorrect. This device is lot control, the lot # is ia. The serial number provided in the sr is actually just the service order number.

Manufacturer narrative:
This supplemental is being submitted to provide the updates on serial number of the device, DHR (device history record) and device evaluation. It was reported that during an unspecified procedure, the tip of the sheath was reported to be broken. Per the return device evaluation with serial number ac20099555 it was found the ceramic tip was damaged. A root cause for the reported failure cannot be identified. The DHR review of the device did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during an unspecified procedure, the tip of the sheath was reported to be broken. The device was shipped as an rex scope and no findings of any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria. Per the return device evaluation it was found the ceramic tip was damaged. A root cause for the reported failure cannot be identified. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure: do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use. Keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active. Prior to each use, examine any electrode and its insulation for damage; do not use if damaged.

Event description:
It was reported that during an unspecified procedure, the tip of the sheath was reported to be broken. No further details were provided regarding the event. There was no patient impact or harm was reported. No user injury or harm was reported.